Event description:
Caller reported malfunction on pump, and there was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller in resetting pump, which resolved issue without the malfunction recurring. Customer was advised to continue using pump and to contact support if any further issues arise.